Event description:
The customer reported the elevator broke during surgery. No adverse effects were reported as a result of this event, however, this device is subject to the two year malfunction rule.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The elevator was visually evaluated, the tip has been chipped and the fragmented piece was not returned. There are no signs of discoloration or other signs of significant wear. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied by the user.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.